Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under the electrodes. The patient's doctor prescribed the patient fenistil pills. After taking the pills, the patient reported that the rash got much better. There were no allegations of a device malfunction contributing to the irritation.